Manufacturer narrative:
G2: citation: authors: liu j, zhou l, ling y, xiang x, wang p. Flow diverter combined with coil embolization for acutely ruptured I ntracranial aneurysms: a single center experience. World neurosurgery. 186:e449-e455 2024. Doi:10.1016/j.wneu.2024.03.157. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of thrombogenesis intraoperatively and a partial aneurysm still present post operatively in 1 patient in association with pipeline assisted coil embolization. The time frame of this study was 'january 2018 to january 2022. The purpose of this article was to present the experiences of a single center with the use of flow diverters combined with coil embolization for the treatment of acutely ruptured intracranial aneurysms. It sought to shed light on the clinical challenges encountered during practical applications and provide insights from previous literature reports. The authors reviewed 21 cases of patients treated for acutely ruptured intracranial aneurysm using the pipeline embolization device with adjunctive coil embolization. Of the 21 patients, the average age was 48 years, 16 were female and 5 were male. The article does not state any technical issues during use of the pipeline embolization device. In addition, upon follow up 14 patients had a mrs score of 0, 5 patients had a score of 1, 1 patient had a score of 4 and 1 patient had a score of 5. The following intra- or post-procedural outcomes were noted: thrombogenesis with was resolved in both cases partial aneurysm present in 1 patient.